Manufacturer narrative:
The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected.